Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file one similar report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the bypass tube was already detached. The following information was provided by the user facility: the bypass tube of the device was already detached from the carrier tube tip when the poly-foil pouch was opened. The pouch was opened on a clear and flat surface. The bypass tube was left in the pouch. The device was not used and another angio-seal device was used to achieve hemostasis. The physician had completed the training process on the device prior to this case. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. The size of the sheath ancillary used was 6 fr. It was reported that the patient had no health damage. There was no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no.1 to provide the evaluation. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. The exact cause of the reported event cannot be definitively determined based on the available information.